Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to pump pressure, especially leakage. The patient outcome was not reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to pump pressure, especially leakage. The patient outcome was good following the procedure.

Manufacturer narrative:
B5. Describe event or problem updated the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.